Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the heat exchanger hose is leaking. Provider states they repaired, no new parts needed.